Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg had reached end of life. The patients ipg was replaced and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.